Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was unable to convert the patient during defibrillation threshold (dft) testing at device implant. The procedure was successfully completed. Subsequently, a revision procedure was performed. The device and electrode were repositioned due to suspected sub-optimal placement. However, dft testing remained unsuccessful after repositioning. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The patient developed an infection in the s-ICD implant pocket and was admitted to the hospital. The pocket was evacuated and the patient was placed on intravenous antibiotics. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was unable to convert the patient during defibrillation threshold (dft) testing at device implant. The procedure was successfully completed. Subsequently, a revision procedure was performed. The device and electrode were repositioned due to suspected sub-optimal placement. However, dft testing remained unsuccessful after repositioning. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The patient developed an infection in the s-ICD implant pocket and was admitted to the hospital. The pocket was evacuated and the patient was placed on intravenous antibiotics. No additional adverse patient effects were reported.